Event description:
The customer reported that a defective navigation ring was identified on a ventilator during clinical use. The device was reported to have occurred during clinical use. There was no patient or user harm reported. The device was evaluated by the customer and philips field service engineer (fse). Following the evaluation of the device, the fse replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.